Event description:
(B)(4): it was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When the physician opened the 2.75x24mm liberte' bare metal stent, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent had been pulled distally on the balloon. As a result the proximal edge of the stent was positioned 9mm distal to the distal edge of the proximal markerband. The stent was bunched up at 3mm distal to the proximal edge of the stent. The distal section of the stent was positioned inside the stent protector. An examination of the stent protector identified no issues. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
(B)(6). It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When the physician opened the 2.75x24mm liberte' bare metal stent, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4)